Event description:
It was reported that a no disposable clamp tubing (ndct) alarm occurred during infusion, and the device under-delivered medication. The alarm persisted after the cassette was removed, the tubing was massaged, and the cassette was reattached. There was patient involvement with no reported patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.